Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿pulmonary vein stenosis after secon-generation cryoballoon ablation for atrial fibrillation.¿ heart rhythm case reports.january 2017. Volume 3, issue 1, pages 36¿39. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation balloon catheter: there was a patient who experienced pulmonary vein (pv) stenosis following the ablation procedure. The article indicated that the patient remained free from any symptoms due to the pv stenosis; however, it was decided to perform an intervention (balloon angioplasty) before the patient showed any symptoms. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.